Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2016. The patient died on (B)(6) 2017 of metastatic lung cancer. The site reported the patient's death was not related to the superdimension device or the enb procedure.